Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The viper 5.5 ti cortical fix cannulated screw was returned for evaluation. Visual examination revealed that the cortical fix inner cap (saddle) had become detached from the tulip head. No other anomalies or damage of any sort appears on the cortical fix screw. The polyaxial screw shank is undamaged and remains intact with the tulip head. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A review of the complaint trend analysis was performed and no emerging trends were identified as a result of the analysis. The root cause of the polyaxial screw¿s inner cap becoming detached from the polyaxial screw¿s tulip head cannot be positively determined. Based on the device¿s evaluation, one probable root cause may likely be that the tulip head was subjected to a higher than anticipated load resulting in the inner cap (saddle) to become detached from the tulip head. No issues were identified during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A trend analysis was conducted. No further actions from trending analysis are required; therefore this complaint file will be closed with no further action required.

Event description:
On (B)(6) 2015, l3-4 instrumentation using expedium was performed for the patient with l3 spondylolisthesis. After a rod was placed, the surgeon tried to insert a set screw using an alignment guide, but the screw head was pushed downward by the alignment guide and then got broken. The surgeon replaced the broken screw and completed the procedure. No surgical delay or harm to the patient was reported.